Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the colectomy procedure, they connected the anvil and the handle of the device and then they dialed the device into the tissue level range. Tried to fire and it would not fire. They opened an additional device. They tried swopping out the battery first, which did not work so they used the new handle and that completed the procedure with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2023. D4: batch # 901a82. Investigation summary: during inspection at the independencia pi lab, the device was visually analyzed and the washer was present and uncut and there were staples present. When the test battery was installed, the green checkmark did not illuminate, indicating that the device was not fired. The device was disassembled to verify the condition of the internal components. A crack was found on the flex circuit. A shorting plug was inserted to bypass the flex circuit and the device reset and completed a firing cycle. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Since the device was able to complete the firing cycle with the shorting plug, the conclusion is there was a disruption in the continuity within the device flex circuit. The device was sent to cincinnati for additional analysis. An attempt to reset the device with a test battery was unsuccessful. A shorting plug was inserted to bypass the flex circuit and the device was able to be reset. With the shorting plug still installed, the device completed a firing cycle. Since the device was able to complete the firing cycle with the shorting plug, cincinnati analysis confirmed the findings at independencia that there was a disruption in the continuity within the device flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 901a82, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2022.